Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: during investigation, the pump alarmed with a call service (cs 069) during power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 320mg/dl, with nausea, associated with an alleged call service alarm issue. Reportedly, the patient resumed pump use after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed a call service 069 alarm occurred. The alleged blood glucose excursion does not meet criteria for a serious injury. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.